Event description:
It was reported that a malfunction alarm, specifically malfunction 16, occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After resetting the pump as advised by technical support, the issue persisted. Consequently, technical support arranged to replace the pump, and the customer will use multiple daily injections (mdi) as a backup therapy. The customer was instructed to return the pump with a pre-paid label and understood the process.